Event description:
Customer reported an alarm on her insulin pump. Customer's blood glucose was 138 mg/dl. Customer stated she already changed the sensor site, rewinded the insulin pump, and reset the settings. Troubleshooting did not find any problems with the insulin pump. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube.